Event description:
It was initially reported by company representative that a vns patient was to undergo lead replacement surgery and the reason for replacement was unknown at the time. Further follow-up was made by the company representative which indicated the reason for replacement was due to high lead impedance. At the moment it is unknown if patient manipulation or trauma contributed to the event and no x-rays were taken. (B)(4) attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating the explanted devices were available for return. The explanted lead and generator were returned to the manufacturer and at the moment, remain under analysis.

Event description:
The lead assembly was returned for analysis. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The pulse generator was returned due to prophylactic replacement. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received by the area representative indicating the patient did not undergo surgery as expected and no further information was known. At the moment surgery is likely in the near future.

Event description:
Additional information was received through an implant card indicating the patient underwent generator and lead replacement surgery due to a lead discontinuity. At the moment good faith attempts to obtain the explanted devices returned to the manufacturer have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device evaluated by manufacturer corrected data: omitted yes on supplemental MDR 04.

Manufacturer narrative:
Device available for evaluation: corrected data :date received not provided on supplemental report of 3 therefore added to this reported. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failures is suspected in the portion not received, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate type of report. Report should have read 30-day.